Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that coring occurred with a bd phaseal¿ protector p20-o. The following information was provided by the initial reporter: (2 of 2 complaints) paclitaxel vial stopper cored when p20-0 protector attached to the vial.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. This is a duplicate of MFR report # 3003152976-2019-00768 that was reported for malfunction. H3 other text : see h.10.

Event description:
It was reported that coring occurred with a bd phaseal¿ protector p20-o. The following information was provided by the initial reporter: (2 of 2 complaints) paclitaxel vial stopper cored when p20-0 protector attached to the vial.